Manufacturer narrative:
Submitted: 06/28/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: device evaluation: the display was found to be dim/faded and discolored. The battery compartment was cracked at the battery compartment threads above the bumper pad and below the bumper pad at the case seal. The pump case was cracked near the top right corner of the display lens and the case seal.

Event description:
The pump was returned for investigation. Investigation revealed a display issue and case/condition issue. This report is made based on results of investigation completed on (B)(6) 2016.